Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to be giving an overpressure alarm at 1.17 bar. The cause of the customer reported problem was the downstream occlusion (dso) sensor needed calibration. The pump was in good condition, and no physical damage was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative calibrated the dso sensor.

Event description:
It was reported that there was an error message "overpressure." The event occurred in the pharmacy while venting the tube. There was no patient involvement.